Manufacturer narrative:
The pacer was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed found normal functionality, and output verification under field settings indicated all parameters were within normal range. Additionally, results from sensitivity evaluation under field settings was normal, and visual inspection found no anomaly on the header related to the field concern. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity.

Event description:
It was reported that the patient experienced chest pain at the implant site during pacing. The device was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.